Event description:
It was reported that the patient had trial about 1 month ago. The patient felt instant relief from trial. The patient was not feeling a lot of symptom relief since implant. The patient was feeling less "pressure" since yesterday and she felt yesterday she saw the best results so far with symptom relief. The patient states she feels maybe therapy was "kicking in". The patient reports a shocking or jolting sensation. The patient felt a jolt in her tail bone while sitting in a meeting yesterday, but it did not happen again the rest of the day. It was reviewed with the patient about body positioning with stimulation burning sensation. Burning sensation in the tail bone area. The patient states it was a fairly constant sensation. The healthcare provider discussed with the patient of placement of device and possible tilting of stimulator over time. The patient states she feels a "bulge" where the incision was now, but knows she was still healing. The patient states healthcare provider placed device lower that what she has seen in pictures, but she has more fat lower. The patient has heard mixed recovery times. Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hxu3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the ins (stimulator) may be flipped. The patient did not think ins had completely flipped. Flip was not confirmed at this time. The patient stated that since implant she has noticed ins tilting and budging out. The patient said initially she thought it was just the incision swelling post-surgery, but it has continued after swelling has gone away. The patient said this was causing her pain and she can feel it more and more. The patient said she told hcp(healthcare provider) and was told to wear compression pants and push on it to try and get ins back in place. The patient said pushing on ins causes more pain and ins continues to tilt/budge. The patient said hcp asked if the patient could get used to this. The patient said she was not happy. The patient asked extent of revision surgery, the patient was given brief overview and reviewed to discuss with hcp for individual response. The patient said she was just implanted and was still going through regular programming for urgency/symptoms.